Manufacturer narrative:
A visual examination under magnification of the returned parts was performed. The batch number of the t8 stick fit hexalobe driver was identified as 687124. The tip exhibit a torsional, oblique fast fracture, which occurred after the rounded portion of the tip. A torsional fracture pattern likely indicates an excessive twisting load about the driver's central axis while an oblique fracture pattern indicates excessing loading off the central axis to the driver. Hexalobe tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. This increased resistance can have many contributing factors such as encountering dense bone, inadequate pilot hole depth, and improper surgical technique. No definitive conclusion can be made.

Event description:
It was reorted that the driver broke during use. The procedure was completed using another driver. There was no reported delay or adverse consequence to the patient.